Event description:
Additional information received indicated the event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported events of no magnet response and no rf telemetry were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on (B)(6) 2023 for a subset of devices distributed and implanted outside of the united states.

Event description:
During follow-up, interrogation of the device was not possible and no magnetic response was observed. Device replacement is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.